Event description:
The device reached eos and was explanted. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 31 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed that the eos status was activated on november 02, 2020. Based on the data, the eos activation occurred after explantation, most likely resulting from an automatic capacitor reformation in a cold temperature environment. Besides that, the inspection showed no anomalies. There was no indication of a device malfunction. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction. The eos status was triggered 13 days after the explantation of the device, most likely due to influences of a cold temperature environment.